Event description:
It was reported that the image quality on the 9800 system was poor. This was noted during tlif procedures. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Adjusted smartmetal and discussed the operation of metal rejection with the customer. The system was tested and found to be working as intended, and placed back into service.